Event description:
During a remote follow-up, episodes of failure to capture, undersensing, and high defibrillation and pacing impedance were observed on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of inability to capture, under-sensing, high defibrillation impedance and high pacing impedance were not confirmed. The device was received in normal range of operation. Analysis of the device image was performed and no anomalies were noted. Further electrical testing was performed, including lead impedance, output and sensing testing, and no abnormalities were noted. A longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.